Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient experienced incontinence that did not improve after the advance sling was implanted and "may even be a little worse." And another continence device was implanted on (B)(6) 2013. No further complications were reported in relation to this event.